Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that exploration of the corpora found a ruptured cylinder causing fluid leak. The inflatable penile prosthesis (ipp) was removed and replaced. There were no further complications.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Investigation summary: with all the available information, boston scientific confirmed the reported fluid leak. A hole was identified in the tubing. Review of the manufacturing documentation confirmed the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected and functionally tested. The pump kink resistant tubing (krt) was worn to filament. The pump passed all tests performed. The cylinders were visually inspected, leak tested and microscopically examined. Both cylinders had wear at fold in cylinder body. Cylinder 1 has large hole with broken fabric treads in proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explanted. Due to this damage being consistent with explant it will be considered a secondary failure. Under microscope it was observed that hole of cylinder 1 was resulted of fatigue and wear at fold in proximal cylinder body. Cylinder 2 has separation of fabric treads with slightly bulge that was result of wear at fold in proximal cylinder body when inflated with syringe; no leak was found. Due to sharp instrument damage was identified, product analysis was unable to confirm the reported event related fluid leak; however, product analysis concluded that identified hole in the outer tube was the most probable cause of the reported event. The reservoir was visually inspected, leak tested and microscopically examined; no visual damages were found upon inspection. The reservoir passed all tests performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that exploration of the corpora found a ruptured cylinder causing fluid leak. The inflatable penile prosthesis (ipp) was removed and replaced. There were no further complications.